Event description:
It was reported that the user performed a factory reset of the ilet following elevated glucose readings and subsequently experienced an unresponsive screen, which was resolved with assistance; after setup, the connected cgm displayed high glucose and the user resumed insulin therapy with counseling that corrections could take extended time post-reset. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no reported injury, no medical intervention beyond troubleshooting, and no hospitalization. Investigation included customer service troubleshooting and education. Investigation of this case revealed that the screen responsiveness issue was resolved through standard guidance and that hyperglycemia occurred with cause unclear following a factory reset, with no device malfunction confirmed and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.